Event description:
Tech alleged that the right foot side rail was not locking. No injury reported.

Manufacturer narrative:
Tech found that the latch was rusty. Tech lubricated the latch to resolve the issue.